Event description:
Additional details received from the healthcare professional noting the event is "hopefully now almost fully resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, c1, d1, d4, h4 and h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm volux with lidocaine and juvederm voluma with lidocaine into the ck1, ck2, jw4, and c6 (unspecified which product was injected at each site). Patient developed a sore area in the left jw4 two days later. Patient was prescribed coamoxyclav 250/500 6 days after onset, but only took half the dose. Patient was seen in office two days later and the event improved initially, but later had large swelling above the filler that became hot and spread. Patient was taken to hospital where they were advised they needed IV antibiotics, but they refused. Patient was administered ciprofloxacin for 2 days but the event worsened and patient developed cellulitis that affected the whole left side of the face and right side c6. Patient was then prescribed 1g flucloxacillin 4x daily for two weeks. The event started to clear but patient then developed isolated pockets of infection gathered around the filler. The left cheek was incised and drained and swabs taken. Swabs were negative for bacteria. Patient was seen again by injector and the event was noted to have settled some, but still red and inflamed over the left c6. Filler was hylased. Event ongoing. This is the same event and the same patient reported under (B)(6) (emdr-(B)(4). This emdr is being submitted for juvederm voluma with lidocaine.